Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual inspection revealed dried body fluid found under both ring 3 seals and electrode. Dried body fluid also found on the handle, main body and distal end. Dried saline found on the distal end and inside the irrigation ports. Continuity checks revealed no electrical shorts, as checked manually using a multi-meter and breakout box. Ring 3 and the magnetic sensor measured electrically open. All other electrodes and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. Higher than normal resistance was felt when actuating the steering mechanism. Dried body fluid found under ring 3. Ring 3 electrode wire broken at the ankle. Dried body fluid and saline found throughout the distal end cavity. The magnetic sensor wires were isolated at approximately 40mm from the end of the distal tip. Resistance through the sensor 1 wire back to the handle was normal, and sensor 2 wire back to the handle was also normal. Resistance through the sensor was intermittent/shorted. The sensor assembly was dissected. Fluid and saline crystals were found inside the polyimide tubing surrounding the sensor. The sensor wires appeared normal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
Reportable based on analysis completed on 11-oct-2018. It was reported that during a redo pvi procedure in the left atrium involving a intellanav mifi open-irrigated ablation catheter there was heavy noise during ablation. The cable was exchanged with no effect. The catheter was exchanged with another intellanav mifi open-irrigated ablation catheter and the issue was resolved. No patient complications were reported. However; returned device analysis revealed fluid ingress.